Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the patient's previous revision {refer to manufacturing report # 3004209178-2024-18201 regarding the revision} led to an infection and ultimately removal. When the agent asked the patient to specify when the issues first started, the patient stated that the incision was not healing itself so they put them on antibiotics. The patient reported they would like to have their pump implanted again however their health care provider would not do it as they had tested positive for morphine in their urine analysis for the past 2 months. The patient was wondering how long the morphine stayed in the system post removal. The agent redirected the patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.